Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a red and a burn-like skin irritation under the ucor hfams patch. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient applied alcohol to the skin irritation. The patient's physician advised the patient to remove and return the equipment. Follow up indicated that the patient's skin irritation improved.